Event description:
The customer reported a "generator error" and a loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The error has not reproduced itself. The system was tested and found to be working as intended and put back into service.